Event description:
New information received noted that the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch.

Event description:
It was reported that there was over-sensed noise noted on the right atrial (ra) lead. The ra lead was explanted and replaced successfully with a new lead. The patient was stable.